Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was gone out but unit was on. A field service engineer (fse) replaced the power cord and found the connection to the hard drive was loose. The tension was adjusted through the retaining clips to allow slacker and prevent disconnection. The unit was then tested in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went out while the unit remained powered on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.